Event description:
A customer reported that an increase in skin fungal infections on their patients that have been on the skin iq 365. The customer alledged that the fungal skin infection started after being on the skin iq 365 for two weeks. The skin iq 365 have been removed from the patients. Patients condition improved. No specific number of patient was provided. Involved devices are not available for evaluation.